Event description:
The customer reported that while the c-arm was in the lateral position. The image was grainy. The technician continued use the c-arm and completed case without any patient injuries.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.